Event description:
Primary surgery on (B)(6) 2003 with identical components except small metaphyseal. Pt was subsequently revised on (B)(6) 2004 (reason for revision not reported) and again in (B)(6) 2012 due to broken neck segment.

Manufacturer narrative:
Engineering evaluation pending return of device.